Event description:
On (B)(6) 2021, the patient contacted lifescan (lfs) us, alleging that their onetouch ultra 2 meter was reading inaccurately high compared to another device. This complaint was classified based on the customer care agent (cca) documentation and a review of the call recording. The patient reported that, during the night of (B)(6) 2021, they allegedly obtained a result of ¿415 mg/dl¿ on the subject device and within 30 minutes got a reading of ¿300 mg/dl¿ on a different ot ultra 2 meter. The patient took an additional 30 units of humalog then began to develop symptoms they associated with low blood glucose and described feeling ¿dizzy¿ and had ¿weird eyes¿. The patient tested on a contour meter and got a result of ¿67 mg/dl¿. They then increased their blood glucose by taking ¿glucose tabs and other medication¿ (no further details were given). The patient manages their diabetes with insulin (humalog and lantus) the patient stated that they normally take approximately 20 units of humalog at night (although this can vary) but lantus dosage was not specified. During the call, the patient performed two blood tests and obtained the following results: ¿353 mg/dl¿ on the subject device and ¿249 mg/dl¿ on their contour meter. During troubleshooting, the cca established that the unit of measure was set correctly on the subject device at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event which required self-treatment for an acute low blood glucose excursion after making a change to their diabetes management regimen based on alleged inaccurately high blood glucose readings obtained on the subject device.